Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon's were caused due to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including the integrated circuit chip and capacitor, mounted on the electric circuit board had a defect. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system. Confirm that the white light imaging (wli) and narrow band imaging (nbi) endoscopic images are normal. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Event description:
This issue was found before the procedure started. The intended procedure was completed with another similar device. The procedure was minimally delayed to gather another scope.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was able to be confirmed. During the device evaluation it was observed, that there was image noise; due to a damaged charge-coupled device cable/ breakage of the image sensor. Additionally, the monito shows a black screen with no image intermittently; due to a cut on the charge-coupled device cable/ electrical contact of the video plug section was shaved. Upon further inspection, it was observed, that the adhesive on the bending section cover had a chip; due to chemical or physical stress. It was also observed, that the bending angle in the up direction did not meet the standard value; due to wear of the angle wire. Lastly, scratches were observed on the following unit components; due to physical stress caused by a handling problem: bending section cover, video connector, video connector case, control unit, grip, angulation lever, right and left lever, switch 1, up-down plate, right-left plate, light guide cover glass and on the light guide connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the endoeye flex deflectable videoscope had an image sandstorm. There was no patient/user harm or injury reported due to the event.